Event description:
It was reported that during a vascular stent procedure in the sfa over a 0.014 inch guide wire, approx 20 cm of the vascular stent was deployed when the trigger mechanism became unresponsive. The delivery handle was dismantled and the vascular stent was manually deployed successfully. There is no reported pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been reported for this lot number. As part of the eval the sample was requested. However, the delivery system was discarded at the user facility. Furthermore, no images have been provided for the purpose of eval. Therefore, the alleged failure could not be reproduced and the complaint will be closed with inconclusive result. Potential factors that could have led to increased release force and the subsequent deployment failure have been evaluated. The reported event may have been related to difficult anatomical conditions. In this case, the sfa was totally occluded but was reopened. The use of a guide wire smaller than recommended in the IFU may have been contributing factor to the event reported. The IFU stated: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit,' and, 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.' Furthermore, a 0.035' guide wire is recommended based on the packaging labels and the IFU.